Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. After investigation the event is no longer considered reportable as it is assessed to be a side effect and not due to the device. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2021, the patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-46-179 (complaint device) starting at zone 3. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2022, follow-up imaging revealed patent study device, no device issues, and type ia endoleak. The site noted this was not related to the study device or procedure, related to the treated aortic disease and pre-existing vasculitis. On (B)(6) 2022, a secondary intervention was performed¿an additional proximal graft was placed with stent placed as chimney in the left common carotid artery (lcca) and a left carotid-subclavian bypass. On (B)(6) 2022, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, follow-up imaging revealed patent study device, no thrombus, device separation between branched endovascular aortic repair and xta (non-study devices), and a type iiia endoleak between a pre-existing non-study zta (cmd-zta-pt-nl-6397-300615) and branched component. The type iiia endoleak was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2024, a secondary intervention was performed including a ctag (non-cook) graft placement. The patient remains in the study; data collection is ongoing. No device issue was reported. It was reported that the event was related to treated aortic disease and pre-existing condition vasculitis. According to the instructions for use (IFU) the safety and effectiveness is not tested in populations with autoimmune inflammatory diseases of thoracic aorta. No imaging was provided for the investigation and based solely on the provided information it can not be ruled out that the use of the complaint device outside the intended use in patient with vasculitis could be a contributing factor to the reported type 1b endoleak formation, as vasculitis can cause the walls of the blood vessels to thicken. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
Description of event according to study (B)(6): synopsis: a type lumbar artery (ia) endoleak was reported 203 days post-procedure. On (B)(6) 2021, the patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-46-179 starting at zone 3. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2022, follow-up imaging revealed patent study device, no device issues, and type ia endoleak. The site noted this was not related to the study device or procedure, related to the treated aortic disease and pre-existing vasculitis. On (B)(6) 2022, a secondary intervention was performed¿an additional proximal graft was placed with stent placed as chimney in the left common cartoid artery (lcca) and a left carotid-subclavian bypass. On (B)(6) 2022, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, follow-up imaging revealed patent study device, no thrombus, device separation between the branched endovascular aortic reapir (bevar) and xta (non-study devices), and a type iiia endoleak between a pre-existing non-study zta-p and branched component ((B)(4), FDA ref# 3002808486-2025-00095). The type iiia endoleak was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2024, a secondary intervention was performed¿ctag (non-cook) graft placement. Patient outcome: the type ia endoleak was noted as resolved, with successful secondary intervention. The device separation and type iiia endoleak issues did not include the study device but were also resolved with another successful secondary intervention. The patient remains in the study; data collection is ongoing.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. After investigation the event is considered reportable (B)(6) 2025. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2021, the patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-46-179 (complaint device) starting at zone 3. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2022, follow-up imaging revealed patent study device, no device issues, and type ia endoleak (handled in this complaint). The site noted this was not related to the study device or procedure, related to the treated aortic disease and pre-existing vasculitis. On (B)(6) 2022, a secondary intervention was performed¿an additional proximal graft was placed with stent placed as chimney in the left common carotid artery (lcca) and a left carotid-subclavian bypass. On (B)(6) 2022, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, follow-up imaging revealed patent study device, no thrombus, device separation between branched endovascular aortic repair and xta (non-study devices), and a type iiia endoleak (handled in related complaint, cn-083158, FDA ref# 3002808486-2025-00095) between a pre-existing non-study zta (cmd-zta-pt-nl-6397-300615) and branched component. The type iiia endoleak was noted as not related to the study device or procedure, related to the treated aortic disease. On 29may2024, a secondary intervention was performed including a ctag (non-cook) graft placement. The patient remains in the study; data collection is ongoing. No device issue was reported. It was reported that the event was related to treated aortic disease and pre-existing condition vasculitis. According to the instructions for use (IFU) the safety and effectiveness is not tested in populations with autoimmune inflammatory diseases of thoracic aorta. No imaging was provided for the investigation and based solely on the provided information it can not be ruled out that the use of the complaint device outside the intended use in patient with vasculitis could be a contributing factor to the reported type 1b endoleak formation, as vasculitis can cause the walls of the blood vessels to thicken. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿